Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for the patient death. It was reported that on (B)(6) 2012 one mitraclip was implanted in the patient with functional mitral regurgitation (mr). On (B)(6) 2016 the patient expired. The cause of death was possibly cardiac related. Medical records are not available as the patient passed away at home in hospice care. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. This event was reviewed by an abbott vascular medical affairs director. The reviewer noted that death of unknown cause was reported approximately four years after mitraclip implantation. The information available is very limited with no details on procedure outcomes and clinical condition post-procedure. As no device issue was reported and the patient was discharged, death is likely due to worsening of underlying disease or comorbidity. Although a conclusive cause for the reported death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.